Event description:
On 12/17/1998 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The pt's pulses were noted to be 3+ previous to discharge. On 01/08/1999 the pt presented to the emergency room with pain in the right groin site. An ultrasound was done with negative results, after which an arteriogram was performed that revealed a dissection, and was repaired. As of 02/22/1999 there has been no further report to the MFR of complication or add'l pt sequelae.